Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple usb cables did not fit securely into the pump usb port, and the loose port caused the pump battery to intermittently stop charging when plugged into a power source. Reportedly, the customer was able to successfully charge the pump by holding the usb cable in position. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.